Event description:
It was reported that: "involved a new-born baby (born (B)(6) 2021). On (B)(6) 2021 in the evening, the nurse observed that the tube was cracked at the level of its end. The tube was removed and the baby was re-intubated. There was no consequence for the young patient". No injury or harm reported. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "involved a new-born baby (born (B)(6) 2021). On (B)(6) 2021 in the evening, the nurse observed that the tube was cracked at the level of its end. The tube was removed and the baby was re-intubated. There was no consequence for the young patient". No injury or harm reported. Patient condition reported as "fine".